Manufacturer narrative:
The field service engineer (fse) noted the probe rinse block was not aligned properly. The fse aligned the probe rinse block and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the misaligned probe rinse block (rb1). A definitive root cause is unknown. (B)(4).

Event description:
The customer reported less than five milliliters of fluid leaked from the manual probe during system backwash, in shutdown and startup, involving the coulter lh 500 hematology analyzer. The fluid was not contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.